Event description:
It was reported that the external pulse generator would not stay powered on. A known good battery was used and the issue did recur. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis confirmed the reported event. Main printed circuit board is out of electrical specification. Lcd (liquid crystal display) is missing segments. Upper and lower cases and one side bail cover are broken. The ring is bent. Serial number label is contaminated.